Event description:
There was no patient involvement. It was reported by the field service representative (fsr) that the pump had a constant 5-volt alarm and would not power up when power switch was turned on. As a result, the power supply and battery were replaced.

Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
There was no patient involvement. It was reported by the field service representative (fsr) that the pump had a constant 5-volt alarm and would not power up when power switch was turned on. As a result, the power supply and battery were replaced.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of pump has constant alarm tone and would not power up is not able to be confirmed. The returned power supply passed visual and functional test specifications. The root cause of the complaint is undetermined. Unrelated to the reported complaint, the returned battery failed the battery load test. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.